Event description:
It was reported that the user attempted to fill the ilet tubing and observed no drops despite advancing to 60 units, then noted fluid leaking from the backside of the cartridge; rewinding and inspection occurred, and the user replaced the cartridge and resumed normal use. No reported clinical effects. Outcomes included no impact on health, and resolution after cartridge replacement. Customer care provided support that included user-led troubleshooting and education with device rewind and visual inspection of the cartridge. Investigation of this case revealed a leaking cartridge consistent with a component failure of the cartridge that impeded proper priming and delivery. It was concluded, based on previously established findings for similar reports, that the cause was a product failure of the cartridge.